Event description:
It was reported that the health care professional (hcp) put the implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode, but the pacing did not appear to match with MRI programming. The patient was taken out of the MRI as a result. Technical services (ts) had the hcp reboot the programmer and reinterrogated the device. The device was not in MRI mode. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.